Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) revised. It was further reported that the reason for this surgery was due to a malfunctioning device due to insufficient compression of the urethra that led to persistent urinary loss. The onset of these symptoms was (B)(6) 2019. The cuff was repositioned during this surgery the patient outcome following this surgery was a resolve of the patient urinary incontinence.